Event description:
Facility's emergency medical services learning resources center does statewide quality assurance on an early defibrillation program for automated external defibrillators used by basic emergency medical technicians and first responders. Emergency medical technicians responded to a cardiac arrest of a 37 year old male pt - witnessed arrest. One defibrillation delivered to ventricular fibrillation resulted in ventricular fibrillation. No further shocks were advised, even though the pt remained in ventricular fibrillation. Ventricular fibrillation which resulted in what appeared to be a fine ventricullar fibrillation. No further shocks were advised. Make sure to get 3 "no shocks" at the scene prior to taking off. Will be checking with marquette as to why the charge enroute was dumped. It sounded like staff were stopped, didn't notice a lot of artifact, yet no shock was delivered. Staff's voice recording was clear and easy to follow. Cardiopulmonary resusitation done enroute. 11 miles to the hosp. In ventricullar fibrillation upon hospital arrival, further shocks were delivered by hosp personnel. Great efforts on staff's part. Unfortunate situation and outcome.